Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to printed circuit board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was produced when using olympus, model 190 series scopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Based upon facts obtained during the investigation of this suggested phenomenon, it was assumed that the event was due to a defective lvds (low-voltage differential signaling) unit. The cause of this defect could not be further determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Reporter details updated. See section e.